Manufacturer narrative:
The cause for the discordant advia centaur ehiv false (B)(6) result is unknown. There were no system errors or instrument malfunctions noted at the time of the discordant result and the assay quality control results were within the acceptable range. Sample preparation and handling may be a contributing cause. The interpretation of results in the instructions for use states the following: specimens with an index value (B)(4) are considered initially (B)(4) for antibodies to hiv-1 and/or hiv-2 and should be (B)(4) after centrifugation. If one or both of the duplicates are (B)(4), the specimen is repeatedly (B)(4) by the advia centaur hiv 1/o/2 enhanced assay. No conclusion can be drawn.

Event description:
A reported false (B)(6) advia centaur xp ehiv result was obtained by the customer on repeat testing and was discordant when compared to an initial (B)(6) result. The customer performs repeat testing on ehiv results (B)(6). Follow up testing was performed on the initial (B)(6) sample and the result was (B)(6). A corrected (B)(6) result was issued. The customer was unable to locate the sample tube of the (B)(6) test result reported by the second work shift. There was no known report of patient treatment being altered or adverse health consequences due to the false (B)(6) ehiv assay result.